Manufacturer narrative:
The authorized service engineer (ase) verified navigation ring was not functioning. The front bezel for nav-ring was replaced repair per instruction. Performed required tests and successfully passed verification.

Manufacturer narrative:
Date of report: 06may2021. It is unknown if the unit was in use on the patient, but no patient harm was reported.

Event description:
The customer reported that the nav ring is defective. It is unknown if the unit was in use on the patient, but no patient harm was reported.